Event description:
Healthcare professional reported a lap-band system was removed because the lap-band system "had pro-lapsed."

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2013. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan. Company representative stated the event was reported by the physician. During a follow-up attempt to gather information from the physician's office, no information could be found for an event based on the information initially provided. Allergan's approach to compliance is to resolve all doubts in favor of reporting. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."